Event description:
It was reported that intraoperative impedance measurements with the system connected before surgical closure were all within normal range. During programming immediately post-op, impedance readings for some of the bipolar leads measured greater than 4000 ohms. All the lead combinations with electrode 0 measured greater than 4000 ohms. Pt felt no stimulation when tested on combinations with electrode 0. It was noted that the pt was getting stimulation on normal range pairs. Electrode 0 was not used for programming the pt's device. The pt outcome was reported as unk. Further information is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4).